Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was 434 mg/dl at the time of the incident. The customer reported that he just received his pump and receiving a no delivery alarm. The customer was getting a no delivery during a bolus. Blood glucose was corrected with the pump. The insulin pump will not be returned for analysis.